Event description:
The manufacturer received information alleging a ventilator¿s screen did not display when the power was turned on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front lcd display was replaced to address the issue. In addition of the above evaluation, the air path foam and the air inlet path assembly will be replaced when replacement air path foams and air inlet path assemblies arrive and the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.